Event description:
It was reported that the left ventricular (lv) lead was partly dislodged. The lead remains in use. The patient is enrolled in the op tilink hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947m62 lead, (B)(6) 2011. A 407652 lead, (B)(6) 2011. (B)(4).